Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer was unable to remove the cartridge and connector from the pump, stating that it would not turn to the left when attempting removal. Assistance from a family member was initially unsuccessful. Another family member was later able to turn the cartridge to the left and successfully remove it. The customer indicated that no further assistance was needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.